Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2023 during an eviva procedure the needle was not obtaining correct cores and there was insufficient samples to complete the procedure. It was decided to swap to a different machine. Due to this a new incision site had to be used and another equipment from another manufacturer completed the procedure. A different position was used. No other information is available.